Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, dyslipidemia, chronic obstructive pulmonary disease, peripheral artery disease, cerebrovascular disease, coronary artery disease, atrial fibrillation, angina, and previous myocardial infarction. Complications reported included myocardial infarction, stroke, heart failure, renal failure, transient ischemic attack, bleeding, surgical intervention (permanent pacemaker), unexpected medical intervention (post-balloon aortic valvuloplasty), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: simple index for identifying patients at increased risk of suboptimal forward- flow hemodynamics after transcatheter aortic valve replacement b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "simple index for identifying patients at increased risk of suboptimal forward- flow hemodynamics after transcatheter aortic valve replacement", was reviewed. This research article is a retrospective multicenter experience to evaluate forward-flow hemodynamics and clinical outcomes after transcatheter aortic valve replacement (tavr) in patients with severe aortic valve stenosis and small annuli. The devices included in the study were evolut r, evolut pro, accurate neo, portico, and sapien 3. The article concluded that among patients with small aortic annuli undergoing transcatheter aortic valve replacement, the novel aortic annular area (aaa) index further identifies patients at increased risk of predischarge suboptimal forward-flow hemodynamics. There were no differences in clinical efficacy at 1-year follow-up observed. [The primary and corresponding author was azeem latib, division of cardiology, montefiore medical center, 111 east 210th st., bronx, ny 10467- 2401, with corresponding e-mail: alatib@gmail.com.]. This study included patients with severe aortic valve stenosis and small aortic annuli treated with trans-femoral implantation of self-expanding valves or balloon-expandable valves from (B)(6) 2011 to (B)(6) 2020. A total of 1,256 patients were included in the study, of which 13.3% (168) received an abbott device. The average age was 83 years. The majority gender was female. Comorbidities included hypertension, diabetes, dyslipidemia, chronic obstructive pulmonary disease, peripheral artery disease, cerebrovascular disease, coronary artery disease, atrial fibrillation, angina, and previous myocardial infarction.